Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The friction lock was damaged on the outside of the sheath. The inner diameter (ID) of the introducer sheath was measured and found to be within specification. The outer diameter (od) of the pusher assembly mid-joint was measured and found to be within specification. The pusher assembly was kinked approximately 138.0 cm from the proximal end by the penumbra investigator. Conclusions: evaluation of the returned device revealed that the smart coil¿s introducer sheath friction lock was tight. The ID of the introducer sheath was measured and found to be within specification. The od of the pusher assembly mid-joint was measured and found to be within specification. However, during the functional test resistance was encountered as the pusher assembly could not be advanced through its introducer sheath friction lock. The pusher assembly was kinked by the penumbra investigator, while attempting to advance against resistance. The wrinkled pet tubing may have contributed to resistance experienced. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, while attempting to insert a smart coil into a non-penumbra microcatheter, the smart coil would not advance out its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.